Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant (tsvmb11) inside the blister pack did not match what was listed on the label. Also, the doctor reported that the blister packaging was already opened prior to use. The surgery was completed with another implant.

Manufacturer narrative:
An imp,tsv,mcol mg,3.7mm,11m (tsvmb11) was received for investigation. Visual inspection of the returned product identified some blood like residue present between the implant's threads. No packaging or images of the packaging were provided. The customer noted that the blister was also already opened when they were opening to implant the device. Therefore, based on the available information and related capas, the reported event is confirmed. CAPA has been opened in relation to issues tied to this complaint, and has identified root causes of warehouse processing errors leading to events such as this one however, no device malfunction has been identified from visual evaluation or manufacturing. Review of the DHR for did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D4: expiration date, UDI: n/a. G1-g2: contact office - name/address. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.